Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system exhibit gradually increasing shock impedance measurements starting from 55 ohms and reaching 120 ohms. Additional information received approximately 6 years later reported that shock impedance measurements surpassed 125 ohms and were out of range. Routine device changeout was scheduled, and the shock impedance measurement at that time was 135 ohms. Defibrillation threshold (dft) testing was performed three times, but the ventricular fibrillation (vf) spontaneously stopped. Subsequently, a shock was delivered with r-wave synchronization, and an in-range shock impedance measurement of 81 ohms was obtained. Lead calcification was suspected. The ICD was explanted, the chronic rv lead was connected to the new device, and an in-range shock impedance of 90 ohms was obtained. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system exhibit gradually increasing shock impedance measurements starting from 55 ohms and reaching 120 ohms. Additional information received approximately 6 years later reported that shock impedance measurements surpassed 125 ohms and were out of range. Routine device changeout was scheduled, and the shock impedance measurement at that time was 135 ohms. Defibrillation threshold (dft) testing was performed three times, but the ventricular fibrillation (vf) spontaneously stopped. Subsequently, a shock was delivered with r-wave synchronization, and an in-range shock impedance measurement of 81 ohms was obtained. Lead calcification was suspected. The ICD was explanted, the chronic rv lead was connected to the new device, and an in-range shock impedance of 90 ohms was obtained. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that rv shock impedance measurements had risen to 102 ohms. Technical services (ts) discussed troubleshooting options and programming considerations, such as changing the shock vector. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.